Manufacturer narrative:
The lot was manufactured from april 9, 2020 - april 10, 2020. The device was evaluated. Functional testing was performed which found evidence of a leak coming out at the solvent-bonded junction of the tubing and stress member during fill. The tubing and stress member were found to be within specifications; however, the tubing insertion depth was found to be inadequate (not deep enough) and therefore caused a leak. The cause of the condition was related to the assembly during manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a large volume infusor, a leak was observed coming out at the solvent-bonded junction of the tubing and stress member. There was no patient involvement. No additional information is available.